Event description:
The customer reported an issue with the speaker and vibrate function of a pump, noting that the vibration was not working despite the settings being correctly adjusted. There was no adverse impact to the customer's blood glucose level. Technical support responded by instructing the customer to perform several diagnostic steps, which confirmed that the pump did not vibrate for alerts. As a resolution, the pump was replaced by technical support. The customer was instructed on how to use a backup method for insulin delivery and was provided with guidance on returning the faulty pump.